Event description:
The patient called lifescan (lfs) and alleged that the code button on her meter was not functioning. She pressed the button, but the code number would not change on the display. The patient visited her physician and her bood glucose was tested, however, she does not remember the result. The physician provided no treatment. The patient reported no symptoms at the time of concern. This case is being reported as a malfunction because the issue with the meter was not resolved and there is no evidence of the patient suffering serious injury. A replacement meter hasbeen sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.